Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they experienced shocking from their implantable neurostimulator (ins). The patient stated that the shocking temporarily resolved by reprogramming. However, the shocking returned and the patient was instructed to turn the device off. It was noted that the patient was having the ins removed. No further complications were reported or anticipated. Indications for use are gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.